Event description:
It was reported that the customer was hospitalized due to low blood glucose levels below 20 mg/dl and seizures. The customer had been experiencing low blood glucose levels since dinner the night before. The customer's glucose meter was tested, and it was 80 points off. The caller declined further troubleshooting as she felt that the hospitalization was due to a faulty glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.